Event description:
The patella would not fit in prepared drill holes or in the drill guide itself. The peg on the thin side appears to be bent toward the center. (Bone cement was added for second attempt.)